Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received with battery voltage at elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature battery depletion or battery problem was noted. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented with pacemaker that exhibited malfunction due to battery depletion. During replacement surgery, there was an extensive pocket revision due to excessive scarring. The pacemaker was explanted, and new pacemaker was implanted. The patient was in stable condition.